Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with blank display and audio beep anomalies. The customer's blood glucose level was reported to be 165.6mg/dl. It was reported that the customer did not receive alarm. Troubleshoot was reported to be conducted, but the issues persist. It was reported that the pump would be replaced and returned for analysis.